Manufacturer narrative:
Based on the claim against the product by the customer noting the patient clearance button was not working on the usm1, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to confirm and reproduce the issue. Fse replaced usm1 as it was found non-responsive and faulty. After replacement, the system was tested and verified as ready for use. Isi received the replaced usm1 for failure analysis. The usm was found contaminated. Usm was analyzed and the tornado down button on the spar on the system was not working. The spar toggle assembly was replaced to address the issue. The usm passed all testing specification after it was retested. The probable cause of the contamination is due to mishandling and misuse. The mechanical defect is attributed to component failure. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the patient clearance button was not working on universal surgical manipulator (usm1). The fse confirmed the customer reported complaint and fa confirmed component failure on usm1. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia procedure, the patient clearance button was not working on universal surgical manipulator (usm1). An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed no noise produced on the patient clearance button. The tse viewed the logs and did not note any related errors. The surgeon proceeded without adjusting the patient clearance. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.